Event description:
Pt tested blood glucose on suspect device and blood glucose was 83 mg/dl. Pt went about daily routine. 1/2 hr later pt passed out and started into convulsions. Wife came home and found husband and called paramedics. Paramedics tested blood glucose on their device and blood glucose was less than 40 mg/dl. Pt was given intravenous fluids and taken to hosp until stable and then released.